Manufacturer narrative:
No lot, no returned product even after several requests -> for this no investigation on product level possible. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.

Manufacturer narrative:
Since this event resulted in medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the malfunction would be likely to cause or contribute to a serious injury should it recur. As such, this event meets the definition of a reportable event per 21 cfr part 803.

Event description:
In this event it is reported that ah plus export 3ml china used in root canal treatment for pulpitis, the doctor tried the root canal filling material and the patient complained of continuous swelling and pain in the affected tooth. Doctor replace the root canal disinfectant that meet the standard concentration for root canal sealing. Immediate symptoms after intervention: mild relief of swelling and pain symptoms after intervention.